Manufacturer narrative:
The suspect device was not yet returned to the manufacturer for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified transcervical resection (tcr) procedure, the ceramic insulation at the distal end/tip of the suspect medical device broke off and fell inside the pt. The subsequent attempts to retrieve the fragments/parts by unspecified forceps/instrument were not successful why the procedure was converted to open surgery. Here, the fragments/parts could be retrieved from the pt. However, the current pt's condition and outcome is unk, as well as if and how the intended procedure was completed.